Event description:
The hcp reported that motor stall occurring/tube set message was noted upon interrogation. The expected reservoir volume was 7ml and actual reservoir volume was 4.2ml. The patient still reports good pain relief. Logs were reviewed in and they reveal a motor stall occurring in 2006, recovery was noted an hour later. Another stall occurred the next day and has not recovered. The pump was interrogated and updated several times to see if a recovery would occur. The alarm intervals were adjusted to see if a recovery would occur. All attempts for recovery were unsuccessful as the logs were rechecked and the pump was still in a motor stall state. The pump contains dilaudid, clonidine and bupivicaine. Troubleshooting was being considered and if unsuccessful, a pump replacement will be scheduled.